Event description:
During a shoulder repair procedure two anchors broke at the eyelet during insertion. The surgeon reports that he did not use excessive force while inserting the anchors. The threaded portion of the anchors remain in the pt's bone.